Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient started vomiting when he woke up at 8am and his cgm reading 240 mgdl on both receiver and mobile 2 days after the sensor was put on the arm. He uses tandem t slim in modified closed loop. The vomiting continued. This complaint does not describe if the bg was checked or if the symptomatic high cgm was treated. The parent transported him to the emergency department (ed) at 2200. There, the bg was 780 mg/dl by fingerstick. This complaint does not describe the cgm at that time. They monitored him, and put insulin. He was transferred to another hospital at 0530 the day of the call. They monitored him and put insulin and he was given a magnesium. They did xray in his chest. During the call, they are waiting for the doctor to comeback. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.